Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapy. X-ray revealed the lead had dislodged due to twiddlers syndrome. Lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.